Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient's blood oxygen saturation recovered when he was placed on an oxygen mask. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a patient's blood oxygen saturation decreasing while using a ventilator. There was no permanent harm or injury. The ventilator was returned to the manufacturer for evaluation. The device's flow element was found to be contaminated with foreign material. The foreign material was removed to address the issue. The ventilator failed a step during testing. The device's oxygen blending module board was replaced to address the issue.